Event description:
It was reported that when using the bd pyxis¿ medstation¿ es matrix drawer bus was not detected. The device was restarted, and the drawer then failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was failed and required maintenance. A field service engineer replaced the matrix control board pyxis bus and reassigned the drawer, asked the customer to use the drawer to verify functionality. Testing confirmed that the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.